Event description:
Information received by medtronic indicated that the insulin pump's battery had to change every seven days, was getting no delivery alarms, insulin will come out in stream when priming insulin pump and had to push button twice to get response from it. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned insulin pump for alleged no delivery alarm, prime/fill anomaly, charge/battery lasts less than expected, and unresponsive buttons found on may 06, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current, sleep current measurements, and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. No, no delivery alarms noted during testing or was found in the history files or traces on event date of may 06, 2022. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Keypad assembly traces were inspected, no moisture or physical damage was noted the connector on electric board 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Insulin pump passed the keypad voltage test. Force sensor zero offset is within specification 22.4mvolts. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, and label damage. No delivery alarm was not confirmed during testing. Stuck button alarm did not occur during testing and was not found in the history file. Unresponsive button alarm not confirmed. Prime/fill anomaly not confirmed during testing. Charge/battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.